Manufacturer narrative:
Block h6: medical device code a0406 captures the reportable event of stent kinked, inside the patient. Block h10: the returned percuflex ureteral stent was analyzed, and a visual evaluation noted that the device was found with the suture hole and the proximal tip torn. No other problems with the device were noted. The reported event of stent kinked was not confirmed. Based on the product analysis, the failures found suture hole and tip torn are issues that could have been generated by the user or due to the interacting or handling of the device with the suture string or an excess of force during the manipulation of the device with other devices during the procedure. Additionally, the suture string and the positioner were not returned with the device, also, the stent was out of the original pouch, it is evidence that the stent was manipulated out of the package. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a stent implantation procedure in the kidney performed on (B)(6), 2021. During procedure, the stent got kinked when it was installed. The procedure was completed with another percuflex ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a stent implantation procedure in the kidney performed on (B)(6) 2021. During procedure, the stent got kinked when it was installed. The procedure was completed with another percuflex ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.